Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately low. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 15-18x daily and manages her diabetes with humalog insulin through pump therapy. The alleged issue began on the evening of (B)(6) 2012. The patient reported blood glucose results of "42 mg/dl" with the subject meter and "78 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Prior to testing, the patient claims she felt symptoms of shaky and queasy. The patient took 4 glucose tablets as treatment and felt better about 1 hour later. The patient did not recall results obtained with the subject meter prior to her reported symptoms; however, denied making changes to her usual diabetes management routine. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms and treatment correlated with the reported lfs meter result. The patient did not recall results obtained with the subject meter prior to her reported symptoms; however, confirmed she did not make changes to her usual diabetes management routine. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.